Event description:
It was reported that the ilet issued a low glucose alert overnight, the user did not acknowledge the alert, and the device continued to alarm while sensor glucose reached a nadir of 67 mg/dl for approximately five minutes; the user ingested about 3 ounces of orange juice and later recorded a blood glucose of 172 mg/dl. Symptoms included no reported clinical symptoms consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrate and no medical intervention or hospitalization. Investigation included review of device data and user counseling on acknowledging alerts to silence alarms and facilitate appropriate monitoring. Investigation of this case revealed proper alarm function with user non-acknowledgment contributing to continued alerts, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with user-related factors without evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.